Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During 21 cases, the operating surgeon became concerned regarding the coronal alignment of the tibial component on plain radiography at follow-up. Intraoperatively there was also concern regarding the conformity of the tibial cutting block. Out of the 21, four psi procedures were abandoned intraoperatively as a result. CT alignment analysis of the remaining 18 cases revealed 5 (28%) with >3 degrees (3.1-4.8) of varus malalignment of the tibia.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this reported event was not returned for evaluation. A DHR review was performed and no discrepancies were discovered during this review. Review of the design file confirmed the proposal was designed within trumatch specifications. The surgeon results were within normal trumatch standard deviations. No evidence was found suggesting product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.